Event description:
Instant hot pack activated and contents spilled to floor after activation. No contents reached patient; area immediately cleaned by rn. Seam at top of pouch separated when product was squeezed during attempted activation. No other punctures or tears noted on pouch.